Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The review of the black box data showed evidence of partially discharged battery use on two different occasions. Electrical current draws measured within specifications. A ¿battery life¿ issue was not duplicated during the actual investigation. Upon removal of the pump case, no evidence of moisture or loose components was noted inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.